Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.

Event description:
According to user facility, pt was having acute respiratory distress and cardio-respiratory arrest, which required intubation. An unused device was obtained for insertion into pt; no pre-use testing was performed due to emergent situation. Once tube was inserted into pt, the cuff would not inflate. User facility reported severe hypoxia in pt for 15 minutes. No permanent adverse effects to pt reported.